Manufacturer narrative:
The device is returned but a final evaluation it is not still performed. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is currently in the evaluation process.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow value (lxa size 21) that was explanted due to an early calcification. The explant occurred on (B)(6) 2013. Device was explanted and replaced with an other biological valve (edwards carpentier ease magna, size 21).